Event description:
It was reported that during the procedure in an unspecified coronary vessel, an attempt was made to advance a 3.0x23 xience prime stent delivery system (sds) and a 3.0x38 xience prime sds. No resistance was felt; however, the shaft of both stent delivery systems kinked during the attempt to cross the lesion and separated after removal from the anatomy. A new xience prime stent delivery system was advanced to the target site and the stent was deployed successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0x38 xience prime referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.